Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician encountered difficulty when attempting to insert the right atrial (ra) lead into this pacemaker. The lead was eventually inserted using force. No adverse patient effects were reported. This system remains in service.